Manufacturer narrative:
The download file starts at (B)(4) 2014. There is no suspend listed in (B)(4) 2014. On (B)(4) 2014 a suspend was listed. The button event file was overwritten. It could not be verified if the suspend was manually programmed by the customer. The insulin pump passed the functional test, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and self test. All operating currents were within specification. The low battery alarm and off no power alarm functioned properly. The insulin pump was programmed with several boluses and monitored. All of the boluses delivered and were listed in the bolus history screen. The insulin pump calculated the additional bolus deliveries and were verified in the daily total screen. The insulin pump was then programmed with multiple basal profiles and monitored. All basal profiles properly delivered their indicated amounts and were verified in the daily total screen. No delivery anomaly was noted. No unexpected suspend was noted during the bolus delivery. The suspend feature functioned properly with audio tones. No suspend anomaly was noted. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received a delivery anomaly on their insulin pump. The patient's blood glucose level was at 400 mg/dl. The customer stated that the pump had suspended it self twice before due to high blood glucose. The delivery anomaly happened more than three days prior to the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.